Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the hardware failure. A field service engineer replaced the full height rail and reseated all cables, wires to resolve this issue. Performed preventative maintenance the system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 5 failed to open. Customer reported reboot the device but problem still persists and there were delay in patient care workflow. There were no adverse events or injuries reported based on this event.